Event description:
Additional information was received stating that patient never got to see anyone for reprogramming. They received new belt and recharging paddle for pain stimulator but it doesn't worked for their back. I has worked for their legs for at least 5 years.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were supposed to see someone from the manufacturer to reprogram the device because it was not working properly. Patient said they were told to shut it off for 7 days and they tried but couldn't deal with the pain. Pt (patient) states in order to get injections, was told to turn off but couldn't deal that long without the unit on. Patient then said the device cut off last saturday and they cannot get it to cut back on. Agent asked when the issue started and patient said they were having problems before it cut off and they can't get it back on now. Patient also mentioned the device was not holding a charge for almost 2 months and they would charge it and it would last maybe 8 hours maybe a day and it just kept cutting off and off. Pt states they were told the device needed to be reprogrammed. Patient mentioned they had to manipulate the recharger to hold it in place and sit real still to charge. Agent had patient attempt a charge session and patient was seeing the 375 code. During call the patient states the cord looks torn on the antenna. Agent reviewed the cord. Agent reviewed over discharge and reviewed the healthcare provider (hcp) may need to help with this. Pt states they have been seeing the code. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the devices. Agent sent request to repair for adhesive discs. Pt states they started having issues back in 2023. Agent sent request for recharger as the patient didn't feel comfortable taking the recharger apart to replace antenna cord. Pt mentioned they would like this overnighted as they have a achy pain in legs when they walk around. Patient has a broken belt. Additional information was received from the representative (rep) that they were not made aware of this event. They said that their notes indicate that the patient was moving from the state in 2021. They did not know where exactly the patient was moving to but this territory has had no contact with the patient since 2021. There is a cancelled appointment in (B)(6) in (B)(6) 2023 from a resource of another rep- but the current rep. Is not aware of the other rep. And no issue is specifically referenced. Just that the patient cancelled an appointment with the other rep. On 4.18.2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.